Event description:
Healthcare professional reported with a description of intraocular lenses damaged from cartridge. Additional information has been received and stated that intraocular lens damage was noticed upon insertion of the new lens. Upon advancing the lens through the cartridge there was a noticeable material that stuck to the lens which then the surgeon proceeded to remove after insertion. The surgery was completed the same day .

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridge was not returned for evaluation. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens and handpiece were indicated. The product investigation could not identify a root cause for the reported complaint. The used company cartridge was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscoelastic device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18degrees celsius (64°degree f) and 23degrees c (73degrees f). The IFU instructs follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturers recommendations may result in iol damage. IFU note during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Cartridge manufacturing is a validated operation, with specifications that are maintained and documented. No changes have been made for the manufacturing of cartridges. The manufacturer internal reference number is: (B)(4).